Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on (B)(6) 2018 with ongoing dryness that causes blurriness in both eyes. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of dry eye and blurriness that despite intense treatment does not improve. Patient reported symptoms are not interfering with daily activities. Patient was referred to an ophthalmologist for continued dry eye treatment. Bcva from (B)(6) 2018: right eye post-op 20/25 .50 x -.25 x 34, left eye post-op 20/40 .75 x -1.00 x 170.